Event description:
Allegedly, eprd reported 9 new complications for rimlock aclass liner first revision (6 dislocation and 3 fracture). No further information was reported. This incident is capturing 6 dislocations.